Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump had foreign matter. The following information was received by the initial reporter with the following verbatim: it was reported by customer that the black particulates are not free floating. They look to be melted or manufactured in the plastic.

Manufacturer narrative:
The customer reported embedded black particulates in the drip chamber, and returned one unused sample of material 10016073, lot 25103038. Upon initial visual examination, the set confirmed the report of black particulate within the drip chamber. The supplier of the drip chamber component was notified of the failure. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The supplier was unable to identify the root cause, and the investigation will have no actions performed.

Event description:
Sample.